Event description:
It was reported that during maintenance the following failure descriptions were noted after diagnosis: defective motor need to be replaced. At product evaluation investigation the motor speed of the dermatome was found to be unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.